Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was not hospitalized at the time of death. It was not reported if dianeal therapy was ongoing up until the time of death. It was not reported if automated peritoneal dialysis therapy was being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported to be an acute myocardial infarction. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.